Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion tubing of the infusion set leaked insulin due to a crack. The patient was hospitalized for hyperglycemia. The patient had symptoms of tiredness, a headache, and vomited. The blood glucose results at the hospital were not provided. The patient was treated with insulin and she was hospitalized for 4 days. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.